Event description:
Several syringes found with missing or partial markings. Bd 50ml syringe #3 lot:5017162, exp:12/31/2029, bd 10ml syringe #1 lot: 5022493, exp:12/31/2029. Bd smartsite bag access device port breaks off while attaching syringe. #2 lot: 24045736, exp:04/26/2027 0 defected products were used for patient care. All defected items were disposed of in the moment. No patients affected. Reference reports: mw5168009, mw5168010.